Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq0446 showed 14 other similar product complaint(s) from this lot number. The complaints for this lot number (recq0446) have been reported from two facilities in (B)(6).

Event description:
The catheter was leaked at the fixed wing and connection site after used about 3-7 days. It was stated this issue has occurred 7 times on the products with the same lot# during these days. No further event details available. This report addresses the sixth device.

Event description:
The catheter was leaked at the fixed wing and connection site after used about 3-7 days. It was stated this issue has occurred 7 times on the products with the same lot# duing these days. No further event details available. This report addresses the sixth device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample and some yellow discoloration was observed on the suture wings. The sample was flushed with a 12 ml syringe of water and some leakage was observed near the 1 cm depth marker. A microscopic observation revealed a large circumferential split at the 1 cm depth marker of the returned sample. The split was observed to be mostly straight with even surfaces. Striations were observed on a portion of the fracture surface and the rest of the surface had a granular surface texture, which is typically seen in tearing failure modes. It appears that the catheter was damaged by a ground-sharpened instrument at some point and that damage then propagated due to tensile forces and/or material fatigue. A lot history review (lhr) of recq0446 showed 14other similar product complaint(s) from this lot number. The complaints for this lot number (recq0446) have been reported from two facilities in china.